Manufacturer narrative:
Section h3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, supporting clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the reported unspecified event and subsequent revision. The patient impact beyond the reported revision cannot be determined with the limited information provided. However, it is noted the patient had a 3rd revision 4-months later due to concern for prosthetic joint infection. A review of the production orders for the femoral head and acetabular liner did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the femoral head and acetabular liner over the previous 12 months, these similar events report the same harm but no sufficient information about the failure mode was provided, so these events could not be associated with the reported event. No adverse trend was found for this event. For the batch numbers, the review did not reveal similar events. A review of the instructions for use documents for total hip systems provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no factors that can contribute can be delineated. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
D11: concomitant medical products and therapy dates. Section h3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, supporting clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the reported unspecified event and subsequent revision. The patient impact beyond the reported revision cannot be determined with the limited information provided. However, it is noted the patient had a 3rd revision 4-months later due to concern for prosthetic joint infection. A review of the production orders for the femoral head and acetabular liner did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the femoral head and acetabular liner over the previous 12 months, these similar events report the same harm but no sufficient information about the failure mode was provided, so these events could not be associated with the reported event. No adverse trend was found for this event. For the batch numbers, the review did not reveal similar events. A review of the instructions for use documents for total hip systems provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no factors that can contribute can be delineated. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a left hip tha first revision had been performed on (B)(6) 2018 to replace a bhr resurfacing system due to a metallosis diagnosis, the patient sustained an unspecified complication that made necessary a second revision on (B)(6) 2020. During this procedure, femoral head and acetabular liner were exchanged. No further information is available.